Event description:
It was reported that the device became stuck on the guidewire, and a different device was used to complete the procedure. This 2.4mm jetstream xc catheter was selected for use during a superficial femoral artery atherectomy procedure. The lesion was 80% stenosed, had mixed morphology (calcium and soft plaque), and had minimal tortuosity. During the procedure, the jetstream catheter was being used with a non-boston scientific guidewire. After several passes in blades up and down modes, approximately 75% or more of the lesion was successfully treated when the jetstream catheter became stuck on the guidewire and would no longer rotate, advance, or pull back. The catheter and guidewire were removed from the patient intact. It was noted that the jetstream catheter was twisted around the guidewire at the distal portion. The physician chose not to open a second device and completed the procedure successfully with a balloon and stent. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory this 2.4mm jetstream xc catheter was returned with an unknown 0.014 in. Guidewire inside the device. The device was visually and microscopically examined for damage. Visual examination revealed a kink 18.8cm from the strain relief. Microscopic examination revealed no additional damages. The unknown guidewire was able to be removed, and functional testing was performed, and the device was able to run as intended. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed the kink which likely contributed to the clinically observed stuck-on wire and blade not spinning.

Event description:
It was reported that the device became stuck on the guidewire, and a different device was used to complete the procedure. This 2.4mm jetstream xc catheter was selected for use during a superficial femoral artery atherectomy procedure. The lesion was 80% stenosed, had mixed morphology (calcium and soft plaque), and had minimal tortuosity. During the procedure, the jetstream catheter was being used with a non-boston scientific guidewire. After several passes in blades up and down modes, approximately 75% or more of the lesion was successfully treated when the jetstream catheter became stuck on the guidewire and would no longer rotate, advance, or pull back. The catheter and guidewire were removed from the patient intact. It was noted that the jetstream catheter was twisted around the guidewire at the distal portion. The physician chose not to open a second device and completed the procedure successfully with a balloon and stent. There were no patient complications.